Manufacturer narrative:
The technician found the siderail bracket was bent, preventing the siderail from latching. The technician installed a new bracket to repair the bed.

Event description:
Information received indicates the right intermediate siderail will not latch.